Manufacturer narrative:
MFR did not receive form 3500a from user. This is an ongoing investigation. Further info will be addressed in a f/u report.

Event description:
According to the report, bioglue was utilized at the duodenum stump in a subtotal gastrectomy. "The pt made an inflection reaction without fever, but the white cells arrived in the level of 30,000 and the polymorphonuclear cells in the level of 97." The report further notes that bioglue was used in conjunction with a plant-based hemostatic powder.